Manufacturer narrative:
According to the practitioner four implants didn't take and failed to integrate. The four implants have been placed in 11, 12, 21 and 22 position on (B)(6). One month later after the implantation, the practitioner has found that the implants failed to integrate.

Event description:
Four implants fail to osseointegrate.